Event description:
It was reported that the patient presented in clinic arrhythmia. Device interrogation revealed incorrect interpretation of signal on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: b1, b5, h1, h6 device was explanted due to eri.

Event description:
New information notes that the programming changes were performed to resolve the issue. And that the explant was due to eri. The patient condition was stable.

Manufacturer narrative:
Correction: h6 code for no problem detected.

Manufacturer narrative:
The reported event of sensing and high voltage output anomaly could not be confirmed. Inspection of the device did not reveal any anomaly that could contribute to the reported event. Electrical, longevity, and visual analysis was normal with no anomalies found.